Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The investigation excluded reagent issues, as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) inspected the analyzer, replaced a valve in the sample pipetting flow, choke, and bypass of the gear pump; rinsed the sample probe flow path and the cell rinse unit; and confirmed that the assay and module were again performing according to specifications. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
Medwatch fields updated: h6 - type of investigation h6 - investigation findings h6 - investigation conclusion h6 - component code

Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant c-reactive protein IV results from several patient samples tested on the cobas 6000 c501 module. One example of discrepant results was provided: the initial result was <0.60 mg/l with a data flag. The repeat result was 21.29 mg/l or 21.4 mg/l.